Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue could not be verified; however, a different issue was identified. Additionally, the alleged touchscreen unresponsive issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and blood glucose level of 580mg/dl. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, a cartridge change error had occurred and the pump touch screen was unresponsive. No additional information was provided and the customer declined to provide further information with tandem technical support. Reportedly, the customer reverted to an alternate method of insulin therapy.